Event description:
Boston scientific received information stating: patient went to hospital with heart failure symptoms. Patient in atrial fib which was often under sensed. Reprogrammed patient's implantable cardioverter defibrillator. Dr (B)(6), australia this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).